Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is based on the inspection of the received home monitoring and device data. The received data were carefully analysed. The available recordings showed intermittent out-of-range shock impedances starting in (B)(6) 2014. In total, there were four measurements of out-of-range shock impedances between (B)(6) 2014. In spite of the information available for analysis, no conclusion can be drawn regarding the clinical observation. An analysis of the lead would be necessary for further investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after an implantation period of about 49 months, a decrease of the shock impedance since (B)(6) 2014 was reported. A possible insulation failure of the lead was suspected. The lead and ICD were replaced, but not returned to biotronik. No adverse patient side effects have been reported.